Event description:
It was reported a spectrum pump displayed an error message on the screen. There was no further event details provided. During baxter's functional testing of the device, system error 322 displayed. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of system error 322. System error 322 was not reproduced during testing, but displayed during baxter's functional testing. It was confirmed and caused by loose upper latch switch bracket screws. This would allow the switch to move causing the reported symptom. The failed upper auxiliary assembly was replaced.